Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to low vaulting. The icl was exchanged for a longer lens which resolved the problem.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Size incorrect for patient.(B)(4).